Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that the blade was detached. A 10/3.00 flextome cutting balloon was selected for use. During the procedure, the pressure was too high which leads to blade of the balloon being detached. The device was then simply pulled out and there were no device fragments left inside the patient's body. The procedure was completed with a different device. There were no complications reported and the patient was stable.

Manufacturer narrative:
A2. Age at time of event- 18 years or older. Device evaluated by MFR: flextome cb monorail 10/3.00 mm was returned for analysis. The device was returned with its balloon protector in place. Once removed, the balloon folds were found not to have been subjected to positive pressure and were still in a folded state. All blades were found to be present on the device and fully bonded to the balloon surface. A visual and tactile examination found no issues present on the device. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the marker bands. No issues were noted with this device on analysis.

Event description:
It was reported that the blade was detached. A 10/3.00 flextome cutting balloon was selected for use. During the procedure, the pressure was too high which leads to blade of the balloon being detached. The device was then simply pulled out and there were no device fragments left inside the patient's body. The procedure was completed with a different device. There were no complications reported and the patient was stable.